Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the navigation system was having issues connecting to the imaging system being used for the procedure. This was the second navigation used for the procedure that did not connect to the imaging system. This navigation system and imaging system were both rebooted which resolved the issue. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.